Event description:
The patient was charging more than expected-every 36 hours for 5-8 hours at a time. She was spending 25% of her waking hours charging the device. The patient was upset by this. The charge sufficient screen was displayed - it was up for three hours - but the charge complete screen would not display. The ins was loose in the pocket - it moved around and the patient thought this was the cause of the charging difficulties. The device settings were 5.3v, 450mcs, 60hz with impedance at 800 ohms. Seven electrodes were on positive and four were on negative. The device was reprogrammed so it would last 7-8 days between recharging. The patient underwent a pocket revision. Post-revision, the patient was very happy - the coverage was better and there were no issues with recharging.

Manufacturer narrative:
(B)(4).